Manufacturer narrative:
The investigation is ongoing. Remains implanted.

Event description:
As reported by field clinical specialist (fcs), 10 days post tpvr procedure using a 29mm sapien 3 valve via transannular patch, the patient's CT was reviewed and the alterra prestent appeared to be distal in the main pulmonary artery (mpa). It was also noted that the alterra distal apices were protruding outside of the mpa. The patient complained of chest pain soon after the procedure but has since subsided. The echo was reviewed and shows the anatomy to be fine.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The alterra prestent was not returned for examination. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. The 3mensio imagery provided indicated that 4 distal outflow apices were observed protruding outside of the main pulmonary artery with 1 apex close to adjacent structures. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: alterra adaptive prestent system based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The alterra frame penetration was confirmed through the provided imagery. A review of the DHR, lot history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of IFU materials revealed no deficiencies. Per the training manual, the alterra apices are designed to engage with anatomy to assist in initial placement and acute stability. Apex engagement with the anatomy is critical for prestent fixation and to avoid migration. The investigation documented in the technical summary did not reveal any manufacturing non-conformities or procedural related events which could have resulted in the reported complaints. The design of the prestent with outward flared/pointed apices as well as chronic outward force can be identified as potential root causes to the occurrence of penetrations in patients. An in-depth evaluation related to alterra prestent penetration has been documented in technical summary. Per the technical summary, the alterra prestent is designed with outward flared/pointed apices and sufficient outward chronic force to allow proper retention of prestent to various and challenging patient anatomies. Penetration is a mechanism for anchoring the prestent to anatomy and to prevent prestent migration. While a definitive root cause is unable to be determined, the technical summary reveals design of the prestent with outward flared/pointed apices as well as chronic outward force as potential root causes to the occurrence of prestent apices penetration in patients. No corrective and preventative action is required as no design changes will be pursued at this time as prestent design with a lower design specification for chronic outward force or a smaller out diameter of the flared pointed apices may increase the potential of prestent embolization (higher risk). A product risk assessment (pra) was initiated to assess the risks associated with the frame penetrations. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.